Manufacturer narrative:
(B)(4). Event or problem description - additional information. Additional device information - lot number - correction. Date received by manufacturer - additional information. Correction, additional information, device evaluation. Device evaluated. Corrected data.

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was performed and passed, as signal loss up to one hour is within specification. The reported issue was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.